Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they were only getting "estimated ekgs" even when monitoring 12-leads of ECG, using 10-electrode lead placement . It disappeared when they released and re-admitted the patient. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.